Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 40 mg/dl at the time of admission. The customer used juice to treat. The customer was unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer has had lows for the last 2 months. Customer had just completed yoga before the low event. The insulin pump will not be returned for analysis.